Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg no longer functioning as intended. The patient is doing well post-procedure. The explanted product was disposed.